Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3243 investigation conclusions: 18, 61 device evaluation: visual inspection confirms that the distal tip of the instrument is damaged. This failure is due to unintended use of the device. This driver is meant to insert or adjust screws. The driver in this complaint was used ot remove hardware. Use in this manner can result in forces greater than those in which the instrument is designed for. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this event. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the driver broke during a screw removal surgery. No pieces of the broken driver were left in the patient.